Event description:
It was reported that, during the replacement procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) due to normal battery depletion, high out of range shock impedance measurements were observed. This has been the case since the implant of the system. A synchronous shock was performed with the same measurements. It was decided to finish the procedure, and a new device was implanted with this electrode remaining in service. No adverse patient effects were reported.